Event description:
A 54 yr old white g1p1 female status post bilateral subglandular inframammary mcghan gel implants, unk size, 08/01/80. Rt implant ruptured on mammogram 12/8/92. History of benign breast biopsies times 2. First at age 17, second in 1970. No decrease in size noted. Denies history of trauma. History positive for progressive systemic problems including: arthralgias,myalgias, tingling, numbness, spasms, chronic fatigue, swollen glands, hot flashes, headaches, temporomandibular joint problems, dizzy spells, visual problems, memory loss, dry mucous membranes, oral sores, sensitivity to light,cold, and chemicals, chest pain, choking sensation, high cholesterol, and easy bruising. Otherwise healthy.